Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation conductor was distorted, the defibrillation conductor was cut, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient presented to the hospital because a lead integrity alert [lia] had been triggered. It was also reported that the right ventricular [rv] lead was oversensing, noise was present and the lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.